Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced the keypad assembly, keypad overlay and the keypad controller board. The stm replaced missing screw concealment labels. The stm then completed the pm and performed all calibration, all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the pacer a led (keypad) was not working. There was no patient involvement, thus no adverse event was reported.